Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box investigation showed no evidence of short battery life. Low battery warnings and replace battery alarms were observed on (B)(6) 2015 due to a partially discharged battery being installed. A cs162 warning was shown to be unacknowledged for one hour on (B)(6) 2015. A visual inspection of the pump showed the battery compartment was cracked. No battery cap was returned with the pump. A test cap was used and was able fully tighten on to the pump. The pump powered on normally and successfully completed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the pump's battery life was shorter than expected. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.